Manufacturer narrative:
(B)(4). This device remains in service. This report will be updated should additional information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient with this device was septic. Reprogramming of the device was performed in order to adjust the max tracking rate. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. There have been no additional adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.